Event description:
In 2008, the pt reported that while changing his insulin cartridge the plunger became stuck to the piston rod of the infusion device and 1/3 of the insulin from the cartridge spilled into the cartridge compartment. He was instructed how to remove the plunger from the piston rod. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.